Event description:
Reference MDR #1219856-2012-00314 for the first event involving the same pt. It was reported via a call report from the rn to the clinical support specialist at 4:23 pm mdt, that they are having an issue with the second pump. The intra-aortic balloon (iab) was inserted through the sheath via right femoral artery the day before ((B)(6) 2012). When the clinical support specialist (css) spoke with the rn, the rn stated that they have just had to change the pump out on the pt from lat night's hot line call. The second pump's screen went blank. There was no audible tone and the pump was still pumping. The rn is from the cath lab and was asked to come and help with the pump. The rn stated that she checked the umbilical cord and made sure that it was connected. The rn disconnected and reconnected the umbilical cord; this did not make a difference. The rn said that when she tapped the screen the picture came back. The rn did not feel comfortable leaving the pump like that so they switched the pump out for another pump. The rn wanted to know if the css had any idea why this was happening. The rn explained that this was definitely a biomedical issue. The css told the rn that she did everything that she would have recommended and the best option was to switched the pump out and have biomed check the pump out. The rn thanked the css for the assistance. The css told the rn to have the staff call back if they had further issues. No alarms were present. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is the pt was still being supported by intra-aortic balloon pump (iabp) therapy. The pump was sent to biomed to be checked. Biomed has found no problems with this pump. The pump is back in service.

Manufacturer narrative:
Device will not be returned for evaluation.